Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 74284fz00. A review of tracking and trending for the alinity I hbsag qualitative ii assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 74284fz00 and the complaint issue. In-house clinical specificity testing was performed utilizing retained reagent kit of the complaint lot. All specifications were met indicating the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I hbsag qualitative ii reagent, lot number 74284fz00.

Event description:
The customer observed false reactive alinity I hbsag results and alinity I hbsag qualitative ii confirmatory results compared to results from another method for one patient. The following data was provided: sid (B)(6) first result 1.93 s/co (B)(6) 2025), repeated in duplicate after centrifugation (B)(6) 2025): 6.61 and 2.31 s/co, repeated (B)(6) 2025) after recalibration of the assay with a new reagent lot 1.03 s/co; hbsag qualitative ii confirmatory: confirmed positive. The sample was analyzed with another method (hbsag): nonreactive. No impact to patient management was reported.

Event description:
The customer observed false reactive alinity I hbsag results and alinity I hbsag qualitative ii confirmatory results compared to results from another method for one patient. The following data was provided: sid (B)(6) first result 1.93 s/co (B)(6) 2025), repeated in duplicate after centrifugation (B)(6) 2025): 6.61 and 2.31 s/co, repeated (B)(6) 2025) after recalibration of the assay with a new reagent lot 1.03 s/co; hbsag qualitative ii confirmatory: confirmed positive. The sample was analyzed with another method (hbsag): nonreactive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p10-32, that has a similar product distributed in the us, list number 8p10-21/-31, with 510k/PMA/bla number p110029.